Event description:
No additional information received from customer.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Updated fields: h2, h6, h11. The device was not returned for evaluation. A definitive root cause could not be identified. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the performance of this device.

Event description:
It was reported that during an unknown therapeutic procedure " needle could not be triggered / extended in the patient. The needle was replaced, but the second needle also did not work. No medication could be applied via the needle. It was difficult to retract the needle. It was noticed afterwards that the product had expired" . There was no patient harm, no injury reported due to the event. This report is related to patient identifier (B)(6) (1st needle).

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.